Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient was admitted overnight after being in a car accident. Patient has a history of receiving multiple therapy due to vt storms. It was not confirmed whether the patient was having an episode or not at the time of accident. Device interrogation revealed that the device was in backup vvi. Physician indicated that they had externally defibrillated the patient previously because it appeared that the device was not treating vt/vf fast enough. Battery depletion was suspected when the device failed to respond to further vt/vf. External defib was used. Further therapy was suspended so patient can expire without further distress.